Event description:
It was reported that the surgeon was inserting a +22.0 diopter a cc4204bf one piece collamer lens and the lens was split by the foam tip plunger during insertion. The lens was partially inserted and removed without any patient injury.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. Half of the lens was torn off and there was evidence of a clear surgical residue. It should be noted that the cartridge and injector were not returned for evaluation.